Event description:
It was reported that the patient with this right ventricular (rv) lead was moved to subpectoral due to eroding. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).